Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -10.5/+1.5/93 diopter in to the patient's left eye (os) on (B)(6) 2016. The patient developed a refractive surprise and the lens remains implanted. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: the lens was explanted and exchanged for another lens of the same model and size, but different diopter. This resolved the problem. Device evaluation: lens was returned dry in lens case/vial with clear surgical residue/debris on the product. Visual inspection found haptic bent. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).

Manufacturer narrative:
Additional information: device evaluation - dimensional and functional inspections were performed. (B)(4).